Event description:
Healthcare professional reported patient was injected with juvederm voluma xc, then injected again 4 months later with the same product. After 10 months, patient was injected with juvederm ultra xc. 2 years and 3 months later, patient presented with nodules in the area of injection. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01546 (allergan complaint (B)(4)) and MDR ID # 3005113652-2018-01545 (allergan complaint #(B)(4)). This MDR is being submitted for the first injection of juvederm voluma xc.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions: ¿patients may experience late onset nodules with use ofdermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: ¿device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). ¿two subjects (0.7%; 2/270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treated area by a tree branch, one subject experienced inflammation under the left eye. The subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids, anti-inflammatory medication, and hyaluronidase. All events resolved. ¿among the 167 subjects who received repeat treatment, 8.4% (14/167) experienced a device/injection-related aes following treatment. All aes after repeat treatment occurred within 1 month of repeat treatment. The rate of device/injection-related aes was lower after repeat treatment compared to initial/touch-up treatment. The most common aes were injection site mass and induration (table 6). Instructions for use: ¿the injection technique for juvéderm voluma® xc with regard to the angle and orientation of the bevel, the depth (subcutaneous and/or submuscular/supraperiosteal) of injection, and the quantity administered may vary depending on the area being treated. Injection of juvéderm voluma® xc too superficially (intradermally), or in large volumes over a small area, may result in visible and persistent lumps and/or discoloration. ¿juvéderm voluma® xc should be distributed in small aliquots (small boluses of 0.1 ml to 0.2 ml) over a large area to reduce the risk of persistent lumpiness.

Event description:
Healthcare professional reported patient was injected with juvéderm voluma® xc, then injected again 4 months later with the same product. After 10 months, patient was injected with juvederm ultra xc. 2 years and 3 months later, patient presented with nodules in the area of injection. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01546 (allergan complaint #(B)(4)) and MDR ID # 3005113652-2018-01545 (allergan complaint #(B)(4)). This MDR is being submitted for the first injection of juvéderm voluma® xc.